Event description:
It was reported that the vibratory alert on the device was nonfunctional. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.